Event description:
It was reported that two days post implant, the perforated the right ventricle. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, but blood noted on helix and outer insulation had cosmetic cut; full lead returned and analyzed.